Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump while being instructed to report any future recurrences.